Event description:
During a surgical procedure, the surgeon caught the hook with a forceps instrument causing the hook to "snap". The fragments were removed with the forceps instrument and handed to a lap grasper for removal. A second permanment cautery hook instrument was used to complete the procedure. The case was completed with the da vinci system. No pt harm, adverse outcome or injury was reported.